Event description:
Additional information was received from the patient. Their friend/family member reported that for a while the therapy wasn't working. Caller said that patient had a cystoscopy at hcp office and it was determined that patient was retaining urine and almost had a severe infection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-apr-26 (B)(4): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that  on (B)(6) patient was admitted to the hospital and when bloodwork and urine testing was performed at the ER patient was diagnosed with an uti and sepsis. Caller said that patient was placed on antibiotics until (B)(6) and was discharged from the hospital and back at the nursing home where patient lives. Caller said that the day before patient was admitted to the hospital, the patient had a low grade fever and really confused. Caller lives in a different state from the patient and isn't quite sure when a change of symptoms started. Caller thought that the reason for the twice a year (every six months) check at urologist office was to check if ins is set to the correct level however when caller spoke to the healthcare provider (hcp) about it, the hcp said that they only implant and would need to invite a manufacturer representative (rep) to the appointment for a device check. Caller said that hcp staff told them that they would need to fly in the rep. Reviewed therapy information with caller and it was determined that patient's urine output was not being checked regularly. Also explained t hat the purpose of the external devices is to make an adjustment based on bladder symptoms in between their hcp appointments. Caller said that with previous hcp the patient didn't make adjustments and doesn't think that patient makes any adjustments since working with the new hcp. The caller was redirected to consult with managing hcp for education regarding how often patient's urine output should be checked and what levels are considered appropriate and then to review that information with managing hcp at nursing home. Reviewed option of nursing home staff or patient to call patient services to review how to use external devices. Also provided paging phone number for staff at nursing facility. Caller to request hcp office arrange for local rep to check device at patient's appointment. 2023-apr-26 (B)(4): additional information was received from the patient. Their friend/family member reported that for a while the therapy wasn't working. Caller said that patient had a cystoscopy at hcp office and it was determined that patient was retaining urine and almost had a severe infection. 2023-may-01 (B)(4): no new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that  on march 31st patient was admitted to the hospital and when bloodwork and urine testing was performed at the ER patient was diagnosed with an uti and sepsis. Caller said that patient was placed on antibiotics until april 14th and was discharged from the hospital and back at the nursing home where patient lives. Caller said that the day before patient was admitted to the hospital, the patient had a low grade fever and really confused. Caller lives in a different state from the patient and isn't quite sure when a change of symptoms started. Caller thought that the reason for the twice a year (every six months) check at urologist office was to check if ins is set to the correct level however when caller spoke to the healthcare provider (hcp) about it, the hcp said that they only implant and would need to invite a manufacturer representative (rep) to the appointment for a device check. Caller said that hcp staff told them that they would need to fly in the rep. Reviewed therapy information with caller and it was determined that patient's urine output was not being checked regularly. Also explained that the purpose of the external devices is to make an adjustment based on bladder symptoms in between their hcp appointments. Caller said that with previous hcp the patient didn't make adjustments and doesn't think that patient makes any adjustments since working with the new hcp. The caller was redirected to consult with managing hcp for education regarding how often patient's urine output should be checked and what levels are considered appropriate and then to review that information with managing hcp at nursing home. Reviewed option of nursing home staff or patient to call patient services to review how to use external devices. Also provided paging phone number for staff at nursing facility. Caller to request hcp office arrange for local rep to check device at patient's appointment.